Event description:
It was reported that the pump malfunctioned with a malfunction code displayed as malf 9. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in completing the reset, after which the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if any issues arise again, which the customer acknowledged and understood.